Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Customers blood glucose levels were displayed as high, with specific values unknown. To address the high blood glucose issue, the customer administered a correction bolus via the pump and multiple daily injections (mdi) and then changed the infusion set and cartridge, resuming insulin delivery without needing third-party assistance.